Event description:
Received report of fluid backflow through a backcheck valve. A pt was to receive an antibiotic infusion. The pt had a primary line with unspecified hydration solution. The secondary line containing the antibiotic was connected to the proximal clave port and placed higher than the primary line. Immediately upon the start of the infusion, the clinician had noted that the antibiotic was flowing back up into the primary line, past the backcheck valve and toward the hydration solution. The primary tubing was changed and the infusion resumed with no further problems. The IV site remained intact. There was no adverse patient effect. Add'l pt info was requested, but no further info was available.